Event description:
The customer reported that the alarm sounds continuously when weight is applied to the sensor. The customer reported that they replaced the batteries with new ones and there was no visible damage to the outside of the alarm. The customer did not provide the date this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Result - eval of the returned product found the battery springs are bent inside the alarms battery compartment and the rj-11 receptacle pins are lower when compared to a known good alarm unit. The alarm powers on and passed all functional tests. Note: instructions for use state: carefully remove batteries to avoid damage to battery door. Insert four (4) new "aa" alkaline batteries. Take care not to damage battery contacts. Flip battery door down. Push down gently on batteries and slide battery door closed until it clicks shut. Take care when installing new batteries. The alarm will not work if batteries are installed improperly. Remove the alarm from use if there is no sound every time. (B)(4).